Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "the customer complained about the under-fill problem in pst tubes. The vacuum is not extracting the exact volume as it should be."

Manufacturer narrative:
H.6. Investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for low draw volume with the incident lot was observed. Additionally, testing of the customer samples was performed and low draw volume was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "the customer complained about the under-fill problem in pst tubes.the vacuum is not extracting the exact volume as it should be."